Event description:
It was reported that: "system error indicated". No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not received the device. A supplemental report will be submitted when the device is received and evaluated.